Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on electronic assembly. The pump was also received with moisture damage on the motor and battery tube assembly. The pump was unable to verify alarms due to blank display and constant tone. The pump was received with cracked case at the display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of program alarm anomaly, signal too low alarm, unexpected restart alarm blank display from the insulin pump. The customer's blood glucose level was 202 mg/dl. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was assisted with the self-test and it passed. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.